Event description:
The pharmacist at the hospital, reported the following event: "the locking screw fractured inside the pt's femur. It was impossible to extract the nail. Femoral bone fractured while attempting to extract the nail."

Manufacturer narrative:
Device will not be returned for investigation. If the device or add'l info becomes available it will be reported on a supplemental report.